Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that after 7 months of implantation the patient's pump area looked suspicious of infection despite no fever. Eight months after implant the patient developed a seroma and 3 weeks later the pump was flipped over and the port was unable to be accessed. The patient's pump was flipped back under fluoro and then filled. One week later the patient developed mild erythema over the pump site. The patient's pump was removed due to the presence of low grade fever, swelling, tenderness and lack of resolution with ice and abdominal binder. It was noted there was a suspected infection but the cultures were still pending. The patient's pocket had a very smooth appearance and the spine site was within normal limits. The patient's white blood count was 7.9 and 7.2 one week later. It was noted the patient also had a port-a-cath replacement which coincided with the start of her seroma. The event was noted as pump rejecting due to systemic lupus erythematosus (sle).